Event description:
Device issue: clip pulled from arteriotomy. Time of issue: during vessel closure. Symptoms/ae: surgical repair. It was reported that a physician trained in the use of a starclose device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the patient had a starclose clip in place from a procedure completed in 2006. The patient was recatheterized for a diagnostic angiogram in 2009 with a non-abbott introducer sheath, 5fr. Post procedure, some resistance was felt when attempting to remove the sheath. The proximal portion of the sheath and side arm broke free, leaving the distal portion of the sheath in the femoral artery. An attempt was made to pull the distal remnant of the sheath out of the patient anatomy. A small portion of the sheath came out along with the previously implanted starclose clip. The clip was broken and elongated. The patient was taken to surgery to remove the distal portion of the sheath and repair the artery. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
(Clip pulled from artery). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.